Event description:
Patient experienced the same reaction one day apart in the placement of two PICC. The reaction entailed suspected hypotension and subsequent respiratory arrest within 10-30 seconds after initial flush (preserved saline) of the PICC after full insertion. This PICC was removed later that day.